Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is not expected to be returned for manufacturer review/investigation. Postal code: (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the patient underwent osteosynthesis with the tfna for the trochanteric fracture of the femur. After the surgery, progress was good. However, in (B)(6) 2022, when the patient went down the stairs, the patient felt pain. Transverse fracture was found around the locking screw. On (B)(6) 2022, a revision surgery will be performed. The nail will be replaced with a long nail and cement augmentation. According to the surgeon, the medullary cavity was narrow, and even the thinnest 9 mm nail had a high medullary occupancy. Therefore, stress with loading may have been concentrated at the secondary fracture site. No further information is available. This report is for one (1) lockscr ø5 l32 f/nails tan light green. This is report 1 of 2 for complaint (B)(4).